Manufacturer narrative:
A sample is anticipated for eval in (B)(6), but has not yet been rec'd. A f/u report will be submitted when the eval is completed.

Event description:
Baxter (B)(4) reports leakage from the tubing of a uv transfer set after 2 months of use. The affiliate reports no pt injury or medical intervention as a result of the leak.